Manufacturer narrative:
(B)(4).

Event description:
Procedure: acl. According to the reporter: inflammatory symptoms that may or may not be related to implant. Culture taken and awaiting results. Implant was removed from patient due to inflammation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account states that the results from pathology were received and the patient had (B)(6). The device will not be returned for evaluation.